Manufacturer narrative:
The pump gave a button error alarm followed by intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a loose / flush drive support disk, and a missing end cap sticker.

Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed button error when the customer went to resume insulin pump therapy after playing basketball. The customer's blood glucose was 218 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.